Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one-time medication orders entered through the meditech system were expiring after one minute by default, preventing nurses from accessing them. A technical support specialist advised the customer on changes that needed to be made and sent the instructions and guide and followed up with the customer for the update. The customer was non-responsive to the attempts to follow up for more information. The case was closed. No response from the customer after multiple attempts.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ 4000 integrated main one time medication orders entered through the meditech system were expiring after one minute by default, preventing nurses from accessing them. There were no adverse events or injuries reported based on this incident.